Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging " may 14th had to go to doctor because he could not breathe. Doctor did some test and could not figure out what the issue is. Filters fall out when he takes out his machine to wash it. A piece is always out or not in place". Medical intervention was not specified. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.